Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -12.0/+3.0/094 into the patient's right eye (od) on (B)(6) 2018. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. This resolved the problem. The reporter did not give a cause for this event.

Manufacturer narrative:
(B)(4).